Manufacturer narrative:
Field is populated with the di number. Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: ((B)(4), description: linear st lead, 50cm

Event description:
A report was received that the patient had not been feeling well since the scs was placed. The patient experienced fever. It was reported that the incision was red, warm and very sensitive to touch like it was sunburnt. On examination, the incisions were noted to be intact with no signs of infection over the midline or lateral pocket incision. However, there was a small area of scabbing over the lateral incision and mild erythema over the lead between midline and lateral incisions. The patient had itching around the area where there was allergy testing as well as itching on the back. Upon follow-up, the patient was fever-free. However, her midline incision was noted to have erythema and serosanguinous purulent discharge that she had to change dressings 3 to 4 times a day while her lateral incision had a small medial scabbing. At that time, the incisions had a blackish tent to them. The patient added that when she had the scs off, she had severe pain that radiated around her abdomen into her back. The patient, who was also known to have taken motrin, was prescribed levaquin with probiotic, antihistamine, and mdp. The use of the scs was put on hold, and the patient will undergo an explant procedure due to allergy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4). Description: linear st lead, 50cm model #: sc-4316 serial #: (B)(4). Description: next generation anchor kit-sterile the explanted devices were not returned to bsn.

Event description:
A report was received that the patient had not been feeling well since the scs was placed. The patient experienced fever. It was reported that the incision was red, warm and very sensitive to touch like it was sunburnt. On examination, the incisions were noted to be intact with no signs of infection over the midline or lateral pocket incision. However, there was a small area of scabbing over the lateral incision and mild erythema over the lead between midline and lateral incisions. The patient had itching around the area where there was allergy testing as well as itching on the back. Upon follow-up, the patient was fever-free. However, her midline incision was noted to have erythema and serosanguinous purulent discharge that she had to change dressings 3 to 4 times a day while her lateral incision had a small medial scabbing. At that time, the incisions had a blackish tent to them. The patient added that when she had the scs off, she had severe pain that radiated around her abdomen into her back. The patient, who was also known to have taken motrin, was prescribed levaquin with probiotic, antihistamine, and mdp. The use of the scs was put on hold, and the patient underwent an explant procedure due to allergy.